Manufacturer narrative:
Investigation summary: level a investigation complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 1st related complaint for foreign matter on needle tip on lot # 8043912. Investigation summary: customer returned a photo of a 1cc u40 insulin syringe. Customer states that there was red foreign matter on needle tip. The attached photo was examined and exhibited the syringe with a piece of material on the cannula shaft. It is difficult to determine the identity of the material solely from the photo. A review of the device history record was completed for batch # 8043912. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure, however, it is difficult to determine the identity of the material solely from the photo complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: root cause cannot be determined at this time as it is difficult to determine the identity of the material solely from the photo. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ sterile insulin syringe found foreign matter on the tip of the needle. The following information was provided by the initial reporter:after opening the unit package, it was found that red foreign matter on needle tip.